Event description:
Philips received a complaint from the customer on the v60 device indicating that there was misalignment in the touch positions. There was no patient involvement at the time the issue was discovered. A field service engineer (fse) went onsite and confirmed the reported issue. A calibration of the touchscreen was attempted to resolve the issue but was unsuccessful. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen flex circuit failed required resistance testing. It was confirmed that the touchscreen misalignment issue was due to the high out of specification resistance results. D4 - product UDI number is updated.